Event description:
Had coolsculpt on stomach and outer thighs. Hard rectangles lasted well beyond the recovery time given by the doctor and while no longer rock hard, the fat deposits do not respond to exercise. My body shape has changed drastically. I recently became aware of paradoxical adipose hyperplasia as a side effect of the procedure and believe that pah is the cause of the fatty deposits on my body in the areas when I received treatment. FDA safety report ID# (B)(4).